Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection procedure, at first firing, when the power handle and the reinforcement were connected, the screen display became strange wherein the zone display could not be checked on the incongruous display that is divided in four. The firing was done without issue. However, on the second firing, the same issue occurred with the display when the tissue was clamped. And the device did not fire. Re-setting was performed from the adapter but the issue persist. A manual handle was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found no errors. The handle was attached to a representative clamshell and adapter and fired successfully on fixture and stopped firing at the specified max firing force as specified. A review of the system logs showed that there were several instances of the handle being unable to enter firing mode. There was a wire write error on the reload. There was several reloads that were marked as used connected which prevented the handle from entering firing mode. Analysis of the system logs also showed that the last activity around the time the screen supposedly failed was the system called for a piezo sound. It is a known issue that the screen can become distorted when the piezo sounds. It was reported that the device did not fire. The reported issue was confirmed. The most likely root cause was determined to be unrelated to the device. This issue can occur if used reloads were connected. It was also reported that the display screen had an irregular output. The reported issue was confirmed. The most likely root cause was traced to device design. There is a condition in which the screen can become distorted or black out when the audio amplifier (piezo) is turned on while charging a capacitor that is in charge of supplying power to the screen display. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.